Manufacturer narrative:
As of this filing, the damaged 4x8mm oval bur, long carbide has not been returned/received from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Product has not yet returned to conmed.

Event description:
The customer reported that during use of the 4 x 8mm oval bur, long carbide in an arthroscopy procedure, the "bur broke at the laser etch line". As reported, the broken portion was removed safely with an arthroscopy grasper. There was no patient injury and only minor delay of a few minutes with this reported breakage. Despite the good faith efforts to obtain additional patient/event information, the customer could not recall date of event and/or patient demographic information. This report is raised on the basis of potential injury with recurrence.

Manufacturer narrative:
One (1) unopened oval bur, long carbide was returned to conmed for evaluation on 13-jun-2016. Visual inspection of the returned unopened package found the bur was intact, the reported problem of the "bur broke at the etch line" therefore could not be verified. This lot with the UDI # (B)(4) was manufactured on 28-may-2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to the reported bur tip breakage. Of the lot containing 190 units, there were no other similar complaints received from the same customer for this item and lot number combination. In addition, a 2-year review of product history for this device shows there have been a total of nine (9) complaints with a quantity of ten (10) units received. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). There have been no serious injuries or death related to the reported breakage or the use of this device. Nonetheless, due to an escalation of complaints of the reported breakage for this product family, an investigation has been opened to address this issue. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not use burs for plunge cutting. Damage or injury may occur.